Event description:
On 10/jun/2022, it was reported that this patient on peritoneal dialysis (pd) had been hospitalized for a pd related infection. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse indicated the patient was hospitalized with peritonitis. Details surrounding the patient¿s hospital course, (including hospitalization dates, pd culture results and treatment), would not be provide for confidentiality concerns. However, the nurse stated this event was not related to any issues with fresenius products. The nurse provided the patient overall has poor hygiene and infection control practices with report that the patient does not adhere to wearing a mask (during the pd exchange). Additionally, the patient does not adhere to handwashing and cleaning the pd catheter (not a fresenius product). Therefore, the peritonitis was attributed to patient non-adherence to infection control.